Event description:
It is reported that the patient was revised due to corrosion, metallosis, necrosis and pseudotumor formation.

Manufacturer narrative:
Other device used: catalog #00784800300, zimmer m/l taper kinectiv neck, lot #60898613 manufactured by zimmer inc. (B)(4). This report will be amended when our investigation is complete.